Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Product analysis: the device was returned and evaluated by product analysis on 12/09/2015 with the following findings: review of the pump¿s black box revealed evidence of the related alarms. The alarm was duplicated during testing. A failure of the motor drive was observed.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.